Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned/ non-emergency treatment and the procedure was completed by moving the patient to another room and by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. The fse performed the system troubleshooting and found that the hard drive was defective inside the host pc. The failure analysis of the host pc showed inconclusive evidence of the reported malfunction. However, the fse replaced the host pc and hard drive, installed the ghost and generated the new license file which resolved the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It was reported to philips that the allura device was not booting up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the host pc and hard disk drive. The device was returned to expected functionality. Philips has started an investigation of this complaint.